Event description:
Note: this report pertains to one of two devices implanted during the same procedure. Associated manufacturer report #3005099803-2013-00171 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices implanted during the same procedure. Associated manufacturer report #3005099803-2013-00171 pertains to the other device. According to the physician, post procedure in 2010, the patient had stress urinary incontinence (sui). In (B)(6) 2010 the original sling was removed and replaced with an unspecified sling. All other information is unknown and unavailable.